Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set after a missed meal announcement and a likely nonviable infusion site, with highest blood glucose of 401 mg/dl and elevated readings for about 10 hours; the user received troubleshooting and education, changed the infusion set and site, and continued monitoring. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no need for professional medical intervention, no use of backup therapy, and self-management with improvement to 280 mg/dl. Investigation included customer interview, review of device use and alerts, and guided site change. Investigation of this case revealed user error related to a missed meal announcement and probable infusion site failure due to insufficient subcutaneous tissue or scar tissue, with device alerts functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and infusion site issues rather than device malfunction.